Event description:
The balloon catheter was used during an angioplasty procedure. The balloon was inserted into the patient and expanded to 10atm and burst. The balloon burst below the burst pressure (16atm) in a heavily calcified chronic total occlusion. When it burst, the vessel was ruptured. This lead to contrast extravasation, but no significant hematoma. The final run demonstrated it had settled, but will likely go down again. No further intervention was required with no patient sequelae. It was noted the vessel in question was initially completely occluded.

Manufacturer narrative:
H3: the device was returned for analysis. Analysis confirmed the reported issue. A pinhole sized rupture was found near the proximal end of the balloon.

Event description:
Additional information received from the distributor indicated there was no patient harm. No procedure delay was reported.